Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown, as information was requested but not provided. Section d6b: if explanted, give date: n/a, device remains implanted. Section e1 - first name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h6 -health effect - clinical code: 4581: no code available (device dislocation). Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician reported to the sales manager in a congress that the tecnis eyhance model za9003, depending on the size of the rhexis, tilts in the capsular bag and is therefore no longer completely centered. The physician could not say exactly how big he makes the rhexis (the cut). Since this is a general problem, there are no serial numbers available. There is no information suggesting the iol was explanted; however, it is unknown if medical or surgical intervention was required. No further information was provided.